Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon lead analysis, sensing was able to be checked; however, when proceeding to ventricular pacing, the application crashed. Force closing the application and restarting was required to complete the case. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.